Manufacturer narrative:
The device history record for lot 75aa0406 was reviewed. No anomalies were noted on the lot release paperwork. The device was not returned, without a product return, no product evaluation is able to be conducted. The current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that postoperative bleeding occurred after the patient's zenker's diverticulum procedure. A revision surgery was performed and the bleeding was resolved with an endo stich device. The patient is reported to be doing well postoperatively. No further surgical or procedure information was provided.